Manufacturer narrative:
Additional information received on november 19, 2021 stated that the patient also had bilateral capsulotomies'. The replacement for the right side: sn#: (B)(6), left side: sn#:(B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on october 07, 2021. Device evaluation completed on october 02, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 535cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentors quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii. Manufacturers reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a 535cc mentor memorygel breast implant experienced bilateral bakers grade iii capsular contracture post procedure. As a result, patient underwent bilateral replacements as follow: cat#: shpx595, sn#: (B)(4) , cat#: shpx595, sn#: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis. In this report replacements sides are not specified. If further information becomes available, the updates will be provided in a supplemental report.